Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was broken, there was component failure of the distal end of the video telescope; the insertion tube was dent, and there was component failure of insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was broken, which was caused by a component failure of distal end of the video telescope. The insertion tube was dent, which was caused by a component failure of insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an e216 communication error. This was found before a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.